Event description:
The customer reported a false nonreactive alinity I htlv I/ii result for a patient sample while running on the alinity I processing module. The following results were provided (reference range: < 1.00 s/co is nonreactive, >/= 1.00 s/co is reactive): the sample was initially processed on alinity ai24136 with a reactive result of 1.29 s/co. The sample was repeated in duplicate on the same analyzer and generated results of 1.29 and 1.40 s/co. The customer decided to process the sample on a backup alinity instrument ai23551 in triplicate. The results obtained were: 0.44 s/co (nonreactive), 1.20 s/co and 1.18 s/co (reactive). There was no impact to patient management reported.

Manufacturer narrative:
All available patient information is included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The field service representative (fsr) inspected the module but was unable to identify a single definitive cause for the false nonreactive result. The alinity I processing module serial number (B)(6) was considered the likely cause of the issue. No additional discrepant htlv I/ii result issues have been reported since the service activity was completed. The instrument service history review revealed no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. The tracking and trending data was reviewed and did not identify any related issues associated with the complaint issue. The device history records were reviewed and did not identify any non-conformances related to the current complaint for the alinity I processing module. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency was identified for the alinity I processing module, serial number (B)(6).